Event description:
Ventilator appeared to be not delivering breaths to the patient as indicated by the ventilator display based on mode of ventilation and patient settings. Vent set to neonate simv vc+ (synchronized intermittent mandatory ventilation volume control) mode, 3.2kg 6.00ml/kg (millilitre / kilogram) with tidal volume of 19.2ml (millilitre) at peep (positive end-expiratory pressure) of 3cm h2o (one oxygen and two hydrogen atoms).